Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) resulting in third party assistance. The value of the bg was unknown. The cause of the low bg is also unknown. Despite multiple attempts, tandem technical support was unable to obtain any further information.